Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized due to the peritonitis event. The cause, treatment and action taken with pd therapy were not reported. At the time of this report, the event remained ongoing. The reporter declined to provide additional information.